Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failure occurred, cubie was not recognized and could not be opened. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not detected on the bus. A field service engineer (fse) shut down the station and reseated all row board cables. The debris found beneath the pocket contacts was cleaned out. After rebooting the system, all pockets were successfully restored in the application. The hardware test application (hta) test was conducted and passed without any errors. The system functioned as intended after the field service engineer repaired the device.